Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies. Mechanical inspection did not find any anomalies. Electrical inspection did not find any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing threshold and low p-wave sensing was observed on the atrial channel due to lead dislodgement. The lead was explanted and replaced successfully. The patient was in stable condition.